Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in sacroiliac and thoracolumbar procedure. It was reported that the site had noticed that images weren't transferring over to the navigation system. The nav tag was noticed to be attached to the first set of images. The manufacturer representative had tried manually pushing over the images as well but was unsuccessful. Troubleshooting involved technical services recommending rebooting the system and that resolved the issue after taking a spin. There was a 20 minute delay in the procedure. No impact on patient outcome.